Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth; came loose; broke off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b professional care rechargeable toothbrush (braun 750 pro) on (B)(6) 2016, the oral-b brushhead, version unknown came off in his mouth. No symptoms developed. (B)(6) 2016 received follow-up: the consumer reported the brush came loose. No symptoms developed. (B)(6) 2016 received follow-up: the consumer reported the brush head broke off during brushing. No symptoms developed.